Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high control results and discolored chemistry on test strips. Defect associated with scar-22-009. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 28-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he did not have time to provide information regarding the replacement products. Customer stated his daughter would contact manufacturer if any assistance was needed.

Event description:
Consumer reported complaint for error messages; customer could not recall which error messages. Daughter is calling on behalf of the customer. The error messages had occurred several times. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was using alcohol wipes when testing. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 03/13/2024 and test strips were opened a few days prior to the call. Daughter stated that she is a nurse and declined further training and to troubleshoot.